Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: the measured resistance value of the power cables were out of specifications, which indicated beginning stages of conductor breakdown. The additional finding did not result in any unexpected alarm. The reported event of a no pump running symbol light was confirmed with the returned system controller (serial #: (B)(4)). Performed the self test function and it was noted that the pump running green arrow symbol on the user interface was dim. The issue is related to a damage light emitting diode component within the front user interface panel. A root cause of the damaged component could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. The log file retrieved from the returned system controller captured the reported system controller exchange attempts. The driveline was disconnected at 1:22 pm and 1:24 pm on january 26 with associated hazard alarms. The driveline was connected approximately a minute later after each event. The system recovered to the stored speed limit and all alarms cleared. The reported event of green material on white connector was confirmed with the returned system controller. Visual inspection revealed blue/green fluid near the strain reliefs and the area was delayered. Visual inspection revealed blue/green fluid underneath the outer jacket. The blue/green liquid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. The damage did not result in an unexpected alarm during functional testing of the device. The submitted log files did not capture any adverse alarm event. Device history record (shop order: (B)(6)) indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on 12apr2018 on customer order (B)(6). Heartmate 3 patient handbook cautions the users to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself. Under section 5 alarms and troubleshooting all alarm conditions are addressed. Heartmate 3 instructions for use replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the primary controller had evidence of moisture damage at the white cable connection. There was a green material on the white connector. The log file review did not show any issue related to the white power cable. A controller exchange to the backup controller was attempted twice. On the first attempt the controller had a red heart display with an audio tone with nothing noted on the display screen and no pump running symbol light. The patient became dizzy so the patient was switched back to the primary controller. A second controller exchange was attempted and it was reported that there was a 10 second delay with no pump running symbol light. The patient became lightheaded and dizzy so the patient was switched back to the primary controller with no issues. A third controller exchange was attempted with a new controller and there were no issues.manufacturer report number of the pump: 2916596-2021-00853manufacturer report number of backup controller: 2916596-2021-00624